Event description:
Customer reported hospitalization due to high blood glucose. The paramedics were called and transported customer to hospital. Customer was disorientated. Diagnosed diabetes ketoacidosis. Hospital treated with IV fluids and insulin. Customer stated that the settings in the insulin pump was incorrect. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.